Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a split energy wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument returned with frayed energy cable and loose jaw fit, no fragments, no patient injury, and no images available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The complaint regarding, the energy wire split and jaw unable to hold tight, was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact.

Event description:
Refer to h11 for follow-up information.